Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, stent deployment issues occurred. The target lesion was located in the iliac artery. A 10x71x75 epic vascular stent was advanced to the target lesion in preparation for a kissing stent deployment. During deployment, the stent "jumped up into the aorta" missing the target area. The procedure was completed with this device. No additional measures were taken. No patient complications were reported and the patient's status is stable.